Event description:
It was reported the reservoir volumes in the intrathecal drug delivery pump had been more than expected resulting in chronic under-infusion by the it pump and catheter system. In 2008, 3.1ml were expected and 9.0ml were withdrawn (16%). In late 2007, 3.0 ml were expected and 14 ml were withdrawn (29.7%). On approx three months earlier, 3.1 ml were expected and 8.5 ml were withdrawn (14.6%). It was also reported the catheter had been subjected to multiple repairs. The catheter was not intact at explant. The catheter was found to be broken with a portion remaining intrathecal and the proximal end in the subcutaneous tissue. The pump and catheter were replaced. No specific pt symptoms were reported. The drug used in the pump was not reported. The patient recovered without sequela.

Manufacturer narrative:
Only the pump was returned to the MFR for analysis. Results code used for catheter (model unknown). The analysis results for the pump were not completed as of the date of this report. A follow up report will be submitted when device analysis is complete.